Manufacturer narrative:
(B)(4). Follow up will be submitted upon final investigation.

Manufacturer narrative:
(B)(4): one used sample was received. During visual inspection it was noticed that the plunger was detached from the body of the needle. After reassembling the unit, a 10 charge/discharge test was performed, and the needle worked as expected. It could be charged and discharged without difficulties. However, since the sample was received with a detached plunger, failure mode was confirmed. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. Most probable root cause could not be determined since no issues were found during the applicable manufacturing, inspection and packaging processes that can relate personnel or method with the reported failure mode. Applicable temno/act manufacturing personnel have been alerted to have a heightened sense of awareness regarding the plunger getting detached from the rest of the needle. Investigation is closed and will be tracked and trended.

Event description:
(B)(4). Medical specialties - broken customer stated" pt undegoing a lung bx when charging the needle, the inner portion of the device came out. Patient impact unknown(B)(4) 2014 additional information:plastic "trigger" broke while preparing the release of a core specimen, pt developed a pneumothorax but unrelated to product failure. Procedure completed, but with a repeat biopsy using the same type of device.